Event description:
As reported to coloplast, though not verified, infection, pain, vaginal scarring/shrinkage, dyspareunia, urinary and bowel problems -patient sought medical attention due to complications attributed to aris mesh.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.